Event description:
A malfunction alarm occurred due to cold temperatures, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to monitor for any recurrence, which did not occur, allowing the customer to continue using the pump.